Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and (B)(4) (the importer). (B)(4). The volumetric accuracy was tested three times with a rate of 250ml/h and a volume to be infused 8 of 25ml. The results were all within spec at 25.1ml, 25.2ml and 25.2ml; no free-flow was observed with the door closed or opened. The pump's operational log was reviewed. The last recorded activity in the pump logs was on (B)(6) 2012 at 4:26:41pm. A standard infusion was programmed with a rate of 90.0ml/h and a volume to be delivered of 30.0ml. The infusion was started at 4:28:01pm and at 4:48:01pm the "kvo near end; on" and "kvo active; on;" alarm messages were displayed, and the pump went into kvo (keep vein open) mode at a rate of 5.0ml/h. At 4:48:07pm, the infusion was stopped by the user with a total volume infused of 30.0ml or 100.0% of the expected volume. At 4:48:24pm, the "open door; main' option was selected. At 4:48:26pm, a tubing request was selected. At 4:48:51pm, a tubing change request was selected. At 4:48:54pm, the pump was powered-off for the day. In a f/u call to the facility, the reporter confirmed that the nursing staff is mis-loading the sets. The nursing staff was not fully inserting the green slide clamp into the pump and not closing the roller clamp prior to loading therefore, causing the drug to free flow onto the floor. The reporter also confirmed there is no pt involvement, as the pt is not connected at the time the event is occurring. The reporter stated that the pump is being returned to ensure no damage occurred to the device. The reporter also stated that the facility is retraining the staff for proper loading of the IV sets into the pump and adhering to the IFU. The pump opened as intended and the reported failure could not be reproduced. All available info has been forwarded to the device MFR. Based on the results of this investigation and info received from the reporting facility, the cause of the reported event is attributed to human factors.

Event description:
As reported by the user facility: #(B)(4). Failed pump test, free flow.